Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated into the scrotum, causing the patient pain and discomfort. An unsuccessful attempt was made to push it back into place. Subsequently,,the reservoir was removed and a new pocket was created; the existing reservoir was put back in the pocket. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.